Manufacturer narrative:
Additional information: d9, g3, h2, h3. H6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the distal seal. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Event description:
During the pulmonary vein isolation procedure, blood leaked from the gap in the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.